Event description:
It was reported by service report that the pt left side rail would not latch and the brakes would not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Retaining ring.